Manufacturer narrative:
It was reported that during the procedure there was difficulty inserting the device into the patient and delivery system had a split dilator tip. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was selected for procedure. It was noted during procedure that there was difficulty trying to insert the delivery sheath in the groin over a non-abbott guidewire. The decision was made to attempt to dilate the groin with a non-abbott device. Thereafter, it was noted that the delivery sheath had a split dilator tip. The decision was made to use a new 14f amplatzer torqvue 45x45 delivery sheath to complete the procedure. There were no adverse patient consequences reported. The cause of the split dilator tip attributed to advancing the delivery sheath over the non-abbott guidewire prior to performing a pre-dilatation. The patient was stable at the time of report.